Event description:
It was reported that, "the original triathlon implant became loose and was replaced with a triathlon ts implant. Dr. (B)(6) said that the implants were not defective, just that they became loose."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report. This is the same patient/event as MFR.# 9610726-2012-00078.